Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, primary tha was performed on (B)(6) 2010. Revision surgery was performed by changing a head and a neck on (B)(6) 2018. During revision surgery, the surgeon was not able to remove the neck from the stem so he removed the stem with the neck. The surgeon want to know why the neck was not able to be removed from the stem. We required the investigation for this reason. Please dissociate them and investigate each surface condition for the neck and stem tapers by sem. We have been required the investigation by taking sem on the tapers. We will return the neck and the stem. The parts are not consignment parts.

Event description:
Allegedly, primary tha was performed on (B)(6) 2010. Revision surgery was performed by changing a head and a neck on (B)(6) 2018. During revision surgery, the surgeon was not able to remove the neck from the stem so he removed the stem with the neck. The surgeon want to know why the neck was not able to be removed from the stem. We required the investigation for this reason. Please dissociate them and investigate each surface condition for the neck and stem tapers by sem. We have been required the investigation by taking sem on the tapers. We will return the neck and the stem. The parts are not consignment parts.